Manufacturer narrative:
Age at time of event: (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is considered user related as the device was not implanted according to the dfu. (B)(4).

Event description:
It was reported that post a filter implantation procedure, the filter was found to be implanted incorrectly. Vascular access was obtained via a jugular vein. The stainless steel greenfield vena cava filter was implanted in an unspecified location. Post procedure, the physician noted that the filter was implanted upside down. The physician had implanted a greenfield filter with a femoral access system design while utilizing a jugular approach. The greenfield filter remains implanted in its original location and no further treatment is planned. There were no additional patient complications reported and the patient's status is fine.